Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, the device was programmed to deliver an unspecified medication, at a rate of 200 ml/hr, with a volume to be infused (vtbi) of 999 ml/hr, and delivery was started. No further programming parameters were provided. After an unspecified time, it was reported that the device alarmed e379 (l/s valve failure) y030 (ls leak test failure). It was reported the device was removed from clinical service. At this time, nurse noted that the device displayed a rate of 600 ml/hr, with a vtbi of 2000ml, instead of the initially programmed rate of 200 ml/hr and vtbi of 999ml. Therapy was resumed using a replacement device. The customer contact reported after the device was removed from clinical services, the device alarmed n251 (valve/cass test fail) twice. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2013 at 0811, line a of the device was programmed to deliver at a rate of 999ml/hr, with vtbi 999ml, for a duration of 1 hour and the delivery was started. At 0911, the device alarmed n161 (line a vtbi complete), kvo (keep vein open) 1ml/hr started. At 0920, the alarm was silenced, line a was programmed to deliver at a rate of 200ml/hr, with a vtbi of 999ml, for a duration of 4 hrs and 59 mins. Line b was programmed to deliver at a rate of 375ml/hr, with a vtbi of 125ml, for a duration of 20 mins, and the deliveries were started. At 0941, the delivery on line b was complete and line a alarmed e379 (l/s valve failure) # y030 (ls leak test failure) and the delivery stopped. Between 0943 and 0956, the device alarmed n102 (infuser idle two minutes) twice, the alarm was silenced and the device was turned off. At 1227, the device was turned on. At 1228, the device alarmed n251 (valve/cass test fail) twice and the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel.